Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection noted a large hole in both of the sealplugs. A review of a stored device electrogram indicated that the noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
--

Manufacturer narrative:
(B)(4). This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this device was an attempted implant. The leads were difficult to insert into the device and once connected, there was noise and oversensing observed. No adverse patient effects were reported.